Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation and unable to pressurized. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.